Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while the surgeon was placing the screw in the patient's left first mtp, the tip of the instrument fractured inside of the screw head and the surgeon was unable to remove it. The surgeon elected to leave the piece of the instrument in the patient as it was flush with the screw head and a sterile instrument.

Manufacturer narrative:
(B)(4). B2: other serious: patient retained foreign body. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.